Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit failed pim testing.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during a repair for a non-related issue, a getinge field service engineer (fse) found that the cardiosave intra-aortic balloon pump (iabp) failed pim testing. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields: b5, b6, b7,d5, d10, e1, e2, e3, e4, g2, h6(clinical code, problem code, impact codes). The field service engineer (fse) that encountered the issue found a pinched hose from the vacuum reservoir to the fill manifold. The fse unpinched the hose. The unit passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use.